Event description:
It was reported by the customer, the cardiosave intra-aortic balloon pump (iabp) had a safety disc warning.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e3 is unknown ("initially it was submitted has other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) had safety disk replacement is due message. There was no further information available. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : no information on device has evaluated.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a